Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with loss of capture exhibited by the right ventricular lead. However, during in-clinic follow up it was determined that capture was sufficient. The healthcare provide had not alleged lead malfunction. There were no adverse patient consequences reported.